Manufacturer narrative:
A sample has been rec'd and in house testing is in progress. The lot numbers identified with this complaint are still being researched. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported the vitreotome was "defective" and thought the inner blade might be the issue. Additional information was requested. Additional information was rec'd from a nurse indicating that the vitreotome would not cut during the procedure. A new vitreotome was used and the procedure was completed. There was no pt injury reported.